Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred on universal surgical manipulator (usm) 1. The site had re-started the system, however the error persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found 319 errors on usm1. Usm1 was disabled, and the site was continuing with case with three usms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and triggered error code 319 in normal mode. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop was reconnected, and the errors returned. The unit was also tested on a patient side cart (psc) fixture test platform and passed other required functional tests.